Event description:
Information received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I reported that the patient was in the hospital (came through the emergency room) and was unresponsive. No information was able to be obtained from the patient so it was not known when the device issues started. It was noted that the implantable neurostimulator (ins) was not responding to the external device and the healthcare professional (hcp) was unable to detect the ins due to it being in an overdischarge (od) state. It was noted that they needed to put the ins in the MRI mode for an MRI. It was unknown what further diagnostics were performed or it the patient¿s being unresponsive had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.